Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: there was no damage or peeling to keypad. The contrast, down, and up keys are intermittently responding, and the ok key is responsive. The bolus button was torn/punctured, but responsive. The keypad was removed, and contamination was found under the all key contacts. Unrelated to the original complaint, the display was found to be dim and pink, and the battery compartment was cracked below the bumper pad. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Correction to the alert date: date of the report. The date of the report should have been (B)(6)2019.